Event description:
In 2005, the lay user/patient contacted lifescan and alleged that her one touch ultra meter was reading inaccurately erratic. The patient reported blood glucose results of 275 mg/dl, 168 mg/dl, and 156 mg/dl with a lifescan meter, performed within 20 minutes of each other. At the time of troubleshooting, it was verified that the meter was in the right unit of measurement (mg/dl). The patient's testing technique was correct, but it was discovered that she was not cleaning the puncture area correctly. The test strips were within the expiration date and stored properly. However, regarding the condition of the test strps, the patient reported that the strips were damaged. A replacement meter, control solution, and test strips were sent to the patient.